Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "no" message appears was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "shaking, sweating and could not walk" and was unable to self-treat, requiring healthcare professional administration of insulin injection (type/dose unknown) for treatment and to check their blood glucose level. The customer did report having a blood glucose test of 47 mg/dl was obtained on an unspecified meter and unspecified date and time. There was no report of death or permanent impairment associated with this event.

Event description:
A "no" message appears was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "shaking, sweating and could not walk" and was unable to self-treat, requiring healthcare professional administration of insulin injection (type/dose unknown) for treatment and to check their blood glucose level. The customer did report having a blood glucose test of 47 mg/dl was obtained on an unspecified meter and unspecified date and time. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed. Attempted communication between reader and known good sensor. However, observed scan timeout error message. Therefore, returned reader did not communicate with known good sensor. The returned reader was further investigated and de-cased. Performed a visual inspection on pcba (printed circuit board assembly). A broken antenna leg was observed. A visual inspection using a digital microscope was performed upon receipt of the device. One of the antenna legs (x1 component) was noted to have been detached from its soldering pad. The reader under went functional testing. The returned reader turned on using its original battery. The reader turned on via usb, button, and strip insertion. The returned battery was measured to be within range specifications. A cable tester was used to test the returned usb cable, and no anomalies were found. Load tester was used to perform a test on the returned power adapter. The current was found to be within specification. The disconnected solder of the antenna leg was re-flowed, and an attempt was made to pair a known good sensor with the reader. Communication was successful. The returned reader was unable to communicate with sensors due to a broken antenna connection to the printed circuit board assembly (pcba). The returned reader's communication anomaly was rectified after re-flowing the broken antenna leg. It was determined that this issue was caused due to a poor solder on the antenna leg. Therefore, this issue is confirmed.. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the products was reviewed and the dhrs showed the products met specifications prior to release to distribution. A valid lot or serial number was not provided for the sensor. The available tripped trend reports were reviewed for libre sensor and reported complaints the last year. The review concluded that the tripped trend was not correlated with any identified product related issue. The reported unknown sensor was not returned. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.